Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a chest wall resection procedure, the clip applier jammed, and did not form clips properly. The clips did not form, fell out of the jaws, and also scissored. Case was completed with another same like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91h4h device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Sent: 06/27/2019. Corrected data: 3005075853-2017-04566 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04566 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04566.pdf].